Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related MFR #2916596-2022-15545. It was reported that the patient had a cardiopulmonary arrest from presumed pump stoppage at midnight, the green lights went off. The customer did a controller exchange, but it also did not illuminate the green circle. The patient has a history of driveline faults, they used the orange cable. The patient had just transitioned from batteries to power cable when presumably their pump stopped and they fell unconscious immediately according to daughter. They ultimately passed away, the customer did do compressions for a short while, but it was deemed futile with no working pump. A review of the log files revealed multiple alarms between (B)(6) 2022 and (B)(6) 2022.the patient's previously documented left ventricular assist device (lvad) wire damage appears to have progressed to a phase to phase short (multiple wires damage). Lvads with multiple wires damage can experience abnormal pump operation as well as sudden pump stoppage regardless of power source. This type of wire damage is typically seen at the end of the pump life. The patient appeared to have been on battery power when the phase to phase condition started at 23:45 on (B)(6) 2022. Following this time frame the pump was no longer able to resume normal operation. The end of the log appears to indicate the controller was disconnected from the lvad at 01:07 on (B)(6) 2022.the customer reported that the controllers will return for evaluation but was unsure about the pump.

Event description:
Related MFR # 2916596-2022-15422.

Manufacturer narrative:
The patient's history of driveline faults was reported under manufacturer report number 2916596-2018-04947. Manufacturer's investigation conclusion. The heartmate ii system controller (s/n: (B)(6)) was evaluated following the reported event of the pump stopping and the patient passing away. A review of the log file contained data spanning approximately 16 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). From 8nov22 at 1:04:35 to 22nov22 at 23:45:28, 22nov22 at 23:58:30 to 23nov22 at 00:07:43, and 23nov22 from 00:21:08 ¿ 1:05:29, the yellow wrench and driveline fault alarms were active due to phase 3 being measured much lower than phase 1 & 2. Starting 22nov22 at 23:45:26, the pump speed fell below the low speed limit and intermittently the pump stopped. The pump stops and low speed did not resolve in the log file. The driveline was disconnected on 23nov22 at 1:07:22 for exchange. There were no other notable alarms active in the log file. The heartmate ii system controller was not returned for analysis. Per the provided information, the primary controller, (B)(6), was exchanged to the backup controller, pcx-11657, due to the pump running symbol not being illuminated; however, the exchange did not resolve the issue. It should be noted the pump running symbol will not illuminate if the left ventricular assist device (lvad) is not running, consistent with the observed pump stops. The patient had a known history of driveline issue that is suspected to have progressed to a phase-to-phase short. The patient was previously told the risk of potential pump stops but elected against a pump exchange. The reported event was unable to be correlated to an issue with the system controller. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii system controller (s/n: (B)(6)) was returned for evaluation following the reported event of the pump stopping and the patient passing away. A review of the downloaded log file, extracted from (B)(6), contained data spanning approximately 6 days ((B)(6) 2018, (B)(6) 2020, (B)(6) 2022 per timestamp). The driveline was connected to the controller on (B)(6) 2022 but the pump did not start due to the suspected driveline damage. All of the captured data did not indicate that there was an issue with the controller. The returned system controller underwent functional testing and passed without issue. Per the provided information, the primary controller, (B)(6), was exchanged to the backup controller, (B)(6), due to the pump running symbol not being illuminated; however, the exchange did not resolve the issue. It should be noted the pump running symbol will not illuminate if the left ventricular assist device (lvad) is not running, consistent with the observed pump stops. The patient had a known history of phase-to-phase driveline faults and wire damage. The patient was told the risk of potential pump stops but elected against a pump exchange. The reported event was unable to be correlated to an issue with the system controller. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.